Manufacturer narrative:
The customer elected to replace the glidescope video baton 3-4. The video baton was returned to verathon for evaluation. The reported loss of image was confirmed. The returned video baton was connected to a test monitor, when the video baton cable was manipulated the image would cut out. As there are no repairs available for the video baton and the customer received a replacement, the video baton was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, there was an intermittent image when the video baton cable was manipulated. A second glidescope system was used to complete the procedure, reportedly there was a less than five (5) minute delay while the second device was prepared. No harm to patient or user was reported.